Event description:
Addendum alert date (B)(6) 2010: when the product was returned the needle was protruding out 1 cm from the device. The site confirmed that this was the status of the device after the procedure.

Event description:
Doctor reported that during the procedure, he couldn't remove catheter from the patient after re-entry of wire. The device was prepped according to IFU. The catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted before insertion. During prep the cannula/needle actuated smoothly. There was difficulty retracting the cannula back into the catheter. There was a one to one response to the nose cone while rotating the hemostatic valve during prep. The guidewire was an atw 300cm, floppy tip. There was no trouble advancing the outback over the guidewire. There was no trouble loading the guidewire with the outback. Proper orientation was confirmed under fluoro prior to actuation. The user held onto the black handle while torquing the device. There was no resistance when torquing the device. The l marker leg was verified during fluoro. The torque in the catheter shaft was released after the tip was properly positioned. The cannula/needle actuated smoothly at the lesion and the physician was able to re-enter the vessel with the guidewire. There was resistance when removing the outback from the patient and abnormal force was required. The cannula was retracted prior to the catheter withdrawal.

Manufacturer narrative:
Please note additional information received. This is in addition to the already reported. Doctor reported that during the procedure, he couldn`t remove the catheter from the patient after re-entry of the wire. The device was prepped according to IFU and was not coiled at any point prior to insertion. During prep the cannula/needle actuated smoothly and the cannula tip was fully retracted before insertion. There was a one to one response to the nosecone while rotating the hemostatic valve during prep. The guidewire was an atw 300cm, floppy tip and there was no trouble advancing the outback over the guidewire. Proper orientation was confirmed under fluoro prior to cannula actuation. The user held onto the black handle while torquing the device and there was no resistance noted when torquing the device. The l marker leg was verified during fluoro. The torque in the catheter shaft was released after the tip was properly positioned. The cannula/needle actuated smoothly at the lesion and the physician was able to re-enter the vessel with the guidewire. However, there was difficulty retracting the cannula back into the catheter and resistance was noted when removing the outback from the patient and abnormal force was required. It was reported that the cannula was retracted prior to catheter withdrawal. However, the catheter was received with the cannula deployed. One non sterile outback catheter was received coiled inside two plastic bags. Cannula was deployed. No kinks or bents were noticed. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port (as expected), that through the hemostatic rotating valve, and exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Finally the guide wire was inserted through the guide wire port with the cannula deployed, and exit through the cannula (as expected). In none of the cases resistance was noticed. Cannula was fully deployed and retracted with no anomalies. DHR review could not be performed since no lot number was provided by the customer. The withdrawal difficulty reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be conclusively determined; however procedural factors may have contributed to the failure. The analysis does not suggest that this failure is related to the manufacturing process; therefore no action was taken. Although no conclusion can be drawn, based on the information available and analysis of the returned device, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
Doctor reported that during the procedure, he couldn`t remove the catheter from the patient after reentry of the wire. The device was prepped according to IFU and was not coiled at any point prior to insertion. During prep the cannula/needle actuated smoothly and the cannula tip was fully retracted before insertion. There was a one to one response to the nosecone while rotating the hemostatic valve during prep. The guidewire was an atw 300cm, floppy tip and there was no trouble advancing the outback over the guidewire. Proper orientation was confirmed under fluoro prior to cannula actuation. The user held onto the black handle while torquing the device and there was no resistance noted when torquing the device. The l marker leg was verified during fluoro. The torque in the catheter shaft was released after the tip was properly positioned. The cannula/needle actuated smoothly at the lesion and the physician was able to re-enter the vessel with the guidewire. However, there was difficulty retracting the cannula back into the catheter and resistance was noted when removing the outback from the patient and abnormal force was required. The cannula was retracted prior to catheter withdrawal. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.